Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range, indicating no adverse impact. Technical support assisted the customer with resetting the pump, which resolved the issue, and instructed them to contact support if the malfunction recurs. The customer understood and acknowledged these instructions, and it was determined they could continue using the pump.